Event description:
During evaluation of a returned homechoice device, a high drain error 107 (night drain #7) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient was not connected at the time of the alarm. The alarm occurred on (B)(6) 2014 at 09:19:37. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed an external/internal inspection. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.